Event description:
Customer called on (B)(6) 2012, stating that they had noticed moisture (about 10-15 ml) on the spill tray over the reagent carousel of a unicel dxc 800 synchron system. Customer stated that he did now know if any erroneous results were generated, but upon follow up on (B)(6) 2012, customer confirmed that no erroneous patient results were generated. No exposure or injury was reported as a result of the leak. Field service engineer (fse) was dispatched and replaced the reagent wash collar vacuum valve assembly. Repair was then verified and instrument was determined to be performing within published specifications.

Manufacturer narrative:
(B)(4).